Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from the consumer via manufacturing representative, regarding a female patient receiving an unknown intrath ecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient developed a second seroma. The patient was upset because the literature did not have seroma listed as a possible side adverse event. The patient wanted to have a warning on seroma added to the patient manuals. Additional information was received from the patient. They stated the pump was removed on (B)(6) 2015 due to complications. The patient developed a giant mass of fluid over the pump, and the fluid came back after it was drained. The patient also had a pocket of fluid over their catheter. The fluid came back, and it was drained two more times. The patient could not wear clothes and could not sleep. They were not getting relief from the pump. The patient was referred to a neurosurgeon. They confirmed that the fluid was spinal fluid that was leaking from the catheter spine location into the pocket near the catheter, and then leaking into the pocket near the pump. The entire system was explanted because the neurosurgeon was not sure if they could correct the issue. The situation was resolved. The pump contained morphine.